Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. No other information available due to patient confidentiality policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient complained of left knee patella pain. Revision scheduled. Patella pegs from triathlon asymmetric 38mm cemented component were broken away from remaining plastic implant. Patient did not report falling or any impact to knee prior to office visit. Patella was revised to a 40mm asymmetric triathlon all poly patella and the cs size 7, 11mm thick insert was also replaced with a size 7, 13mm cs insert.

Manufacturer narrative:
An event regarding an alleged peg fracture involving a triathlon asymmetric x3 patella was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not received for evaluation. Medical records received and evaluation: not performed because no records were provided for review. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Note: further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Not required if device returned for evaluation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient complained of left knee patella pain. Revision scheduled. Patella pegs from triathlon asymmetric 38mm cemented component were broken away from remaining plastic implant. Patient did not report falling or any impact to knee prior to office visit. Patella was revised to a 40mm asymmetric triathlon all poly patella and the cs size 7, 11mm thick insert was also replaced with a size 7, 13mm cs insert.